Manufacturer narrative:
D4 unique identifier (UDI) for reservoir: (B)(4). D4 unique identifier (UDI) for pump: (B)(4).

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a crack in the left cylinder connecting tube was found. The pump was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
D4 unique identifier (UDI) for reservoir: (B)(4). D4 unique identifier (UDI) for pump: (B)(4). Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Momentary squeeze (ms) pump was microscopically inspected, and it was found that the tubing was cut down to the pump block. Ms pump passed the leakage test and did not pass functional testing, as activations tests were not successful. Based on the available information and analysis results, the (ms) pump, may have caused or contributed to the reported mechanical problem. Additionally, it was not possible to determine the cause for the reported observation of hole/perforated.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a crack in the left cylinder connecting tube was found. The pump was explanted and replaced. No patient complications were reported.